Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7035-90, lot# 8004003235002, mfd. 04/16/2012, expires 2015-04, (B)(4). The 2nd (middle): ifuse implant, p/n 7040-90, lot# 8047003363007, mfd. 07/03/2012, expires 2015-07, (B)(4). The 3rd (inferior): ifuse implant, p/n 7030-90, lot# 8047003363005, mfd. 07/13/2012, expires 2015-07, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2012 where three implants were placed. The patient later presented to a new surgeon requesting that the implants be removed. In (B)(6) 2017, the surgeon attempted a revision surgery to remove the implants but the first one was solidly fixed in bone and could not be moved. The surgeon decided to end the procedure and not remove any implants. The status of the patient following the revision attempt is not yet known.